Event description:
The customer reported via phone call that the insulin pump could not proceed to the rewind process. The customer did not provide the blood glucose reading. The customer stated that when he pressed act during the rewind process, the insulin pump would not activate. The customer checked the status screen and found that he received a failed battery test. He stated that he had inserted 4 batteries and none of them worked. He was advised to use the recommended brand of batteries. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until he retrieved the recommended batteries. He advised that he would get the batteries and if the issue persisted, he would call back. No further assistance was necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.